Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, visual analysis was completed on the programmer and no damage observed. Functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed an error code had been recorded. Additionally, the touchscreen was tested for functionality; no anomalies were observed. The testing was unable to reproduce the behavior.

Event description:
It was reported that the programmer touchscreen had stopped working during device replacement. The programmer was turned off and on and the issue was resolved. No adverse patient effects reported. The programmer was replaced with another and the product was returned for analysis.